Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient again reported that they felt a shocking in their vagina when the were put in an MRI for their right leg. They noted that 2-3 minutes into the MRI, the started to feel the shocking and felt a ¿number of electrical shocks¿. The patient also started to have pain in their back where the ins was. It was mentioned the MRI tech left the patient in the MRI by themselves and was in there for 5-6 minutes. The patient was going to follow up with their healthcare professional (hcp) and stated that the device needed to be replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient's program was changed from program 2 to program 1. Lead impedances and battery longevity checks were normal. Patient felt stimulation comfortably in the pelvic floor and it was noted that program change was made due to the patient stating their previous program was not providing any relief for their overactive bladder symptoms. Patient stated that before the MRI their symptoms were significantly improved but since that time they had no benefit from their therapy. The next steps were for the patient to discuss options including removal, revision, or additional programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was getting the implant replaced and has pre-op (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a right MRI of the knee performed on (B)(6) 2018 and experienced vaginal pain and pocket site pain, redness, and heat while in the MRI which lasted approximately 5 minutes. The pain persisted for approximately 1 week following the MRI. Patient was admitted to the emergency room the day of the incident and was given pain medication. It was noted that the pain was now gone and there was no more redness, swelling, or heat at the pocket site and that the pain and discomfort was gone. Patient's lead impedance and battery longevity was performed and diagnostics were in normal range. The current program was turned up on patient's current program for them to feel pelvic floor sensation and noted that patient felt comfortable stimulation. It was mentioned that since the MRI, patient had lost benefit from the device and had returned to baseline on their symptoms. Patient was told to stay on the program for one week and make changes if needed. Prior to the MRI, the device was working well for the patient and patient stated that 48 hours after the MRI their incontinence symptoms returned. The doctor and nurse visually inspected the pocket site and stated that it looked normal. The device remains on program 2 at 1.2 amplitude and patient was instructed to keep a voiding diary and to return to the clinic on (B)(6) 2018 for programming. It was mentioned that patient was informed by 3 separate individuals at the imaging center that it was okay to have an MRI of the knee with the implant. No further complications were reported.